Manufacturer narrative:
It has now been reported that there was a skin necrosis and infection that was treated with oral antibiotics. This report is submitted on december 10, 2020.

Manufacturer narrative:
Correction: MDR 6000034-2020-02814 was found to be a duplicate of this MDR 6000034-2020-03067. Correction: b4 will need to be updated to september 29, 2020, as per MDR 6000034-2020-02814. Correction: there was no skin necrosis. Additional information: the patient was treated with oral steroids for the swelling on september 2020 (specific date not reported). This report is submitted on june 23, 2022.

Manufacturer narrative:
This report is submitted on 12 nov 2020.

Event description:
Per the clinic, the patient underwent a revision surgery due to medical issue. It was reported that the patient experienced pain/swelling over the implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020.